Event description:
The patient was treated with sir-spheres for colorectal liver metastases. The patient was treated with slr-spheres on two seperate occasions (sequential lobar treatment plan), occurring in 2006 and a month later. Post-treatment follow-up CT demonstrated control of the disease in the liver. The patient was off all systemic chemotherapy at the time of slr-spheres treatment.patient developed ascites after slir-spheres treatment, however the patient's liver function tests remained stable. Otherwise the patient only had some mild fatigue after treatment.